Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece with the helix was retracted. Electrical tests revealed an internal short due to inner insulation damage caused by the explant procedure. Analysis of the lead revealed no anomalies with the exception of damages consistent with those occurring at the time of implant/explant.

Event description:
During a follow-up, there were several episodes of noise which resulted in oversensing and automatic mode switching (ams) on the right atrial (ra) channel. During the replacement procedure, the physician cut the lead insulation during explant. The ra lead was explanted and replaced and the patient was stable.